Event description:
The customer reported that ophthalmic knives from the different batch were dull. The procedure details and patient health impact details were not reported. Additional information has been requested but is not available at the time of this report. This complaint is pertaining to the third of five different lots received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.